Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection with positive wound cultures for (B)(6). During an attempt to explant the right atrial (ra) lead, right ventricular (rv) lead, implantable cardioverter defibrillator (ICD), and a previously capped ra lead, the leads were not able to be removed and were capped. A wound vac and life vest were placed until the system is again attempted to be explanted. Approximately one month later, the patient presented for reattempt to explant of the system. The system was extracted and heavy calcification was noted on the previously capped ra lead. During the procedure, an enlarging pericardial effusion was noted and the patient became rapidly hemodynamically unstable. Cardiac tamponade was present and a superior vena cava (svc) and aortic tear were identified. An occlusion balloon was placed over the left femoral vein wire, advanced across the svc, and inflated. Cardiothoracic surgery performed an open sternotomy. Cardiopulmonary bypass and therapeutic hypothermia were performed and the tears were fixed. The entire system was explanted and the patient is waiting a subcutaneous ICD implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.